Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the anterior chamber cannula detached from the syringe and penetrated into the anterior chamber during the paracentesis suture of a right eye cataract procedure with intraocular lens implant. The intraocular lens implant was dislocated and the patient experienced wide damage of the posterior capsule, damage in the posterior chamber and suspected retinal detachment. The patient was reportedly hospitalized. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The exact root cause for this complaint is unknown. Complaints are be reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).